Manufacturer narrative:
Analysis result received: product: needle autocover 30g 8 mm, lot no.: 09l07u. Needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Needles tested for flow with measure threads. Needles tested for silicone on patient needle. During testing, it has not been possible to detect any irregularities related to the complaint on reference samples from the batch in question. Product: needle autocover 30g 8 mm, lot no.: 09k06u. Needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. Needles tested for flow with measure threads. Needles tested for silicone on patient needle. During testing, it has not been possible to detect any irregularities related to the complaint on reference samples from the batch in question. Product: needle autocover 30g 8 mm, lot no.: 09m08u. Needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. Needles tested for flow with measure threads. Needles tested for silicone on patient needle. During testing, it has not been possible to detect any irregularities related to the complaint on reference samples from the batch in question. Final comment from the manufacturer: six other cases with similar root cause as case (B)(4) has been reported (three from outside eea). In all of the cases, the patient used a novofine autocover needle together with a non-novo nordisk product. In the patient leaflet for novofine autocover, it is stated that the needle is to be used together with novo nordisk products except novolet and nordilet.

Event description:
Used needle with optiset pen [device misuse]. Pain at site injection [injection site pain]. Uncontrolled glycaemia [diabetes mellitus inadequate control]. Case description: the incident does not represent a serious public health threat. Medical device information: class iia. This spontaneous report received from (B)(6) and reported by a pharmacist as "used needle with optiset pen", "pain at site injection" and "uncontrolled glycaemia." It concerns a male patient of an unknown age using novofine 8mm (30g) autocover (needle) for device therapy. On an unknown date, the patient presented with pain at site injection with uncontrolled blood glucose level due to incomplete dose administration, while he used novofine 8mm (30g) autocover (needle). The patient used the needles together with a non novo nordisk product - the lantus optiset pen (insulin glargine). The pharmacist mentioned that novofine autocover needles were sold as universal needles, i.e they are compatible with all insulin pens, but they fit very easily on insulin pens optiset (non-novo nordisk device) containing insulin insuman comb 25 of sanofi aventis. Nurses were wasting needles to achieve a leaking mounting needles with and painful for the patient. It was difficult to balance the blood glucose level because they lost insulin during the injection. Outcome was not reported.